Manufacturer narrative:
The back light was functioning properly, no black screen noted after changing the battery. The insulin pump passed displacement test and self test. However, the insulin pump was received with minor scratched lcd window, cracked reservoir tube lip and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump had a blank display after changing the battery. The patient's blood glucose at the time of incident is unknown. The self-test was performed on the pump and passed. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.